Event description:
The port was implanted 10/21/96 on the right side. It was reported that the catheter broke at the port stem. No special retrieval or other procedure was reported. The port was removed and replaced.